Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found torn, allowing for fluid to exit through the tear. It cannot be determined when or how this damage occurred. Cracks were observed on the top housing, although it cannot be determined when or how this damage occurred. This damage did not affect the device's ability to deliver insulin. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 283 mg/dl while wearing the pod between 36 and 48 hours on the arm. The pod was leaking insulin. Patient changed pod and corrected with insulin.